Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital for a routine device replacement procedure. Prior to the procedure, the device was interrogated and atrial lead oversensing noise was noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.